Event description:
It was reported during inspection at user facility that delrin ball is missing from the locking mechanism of the aseptic housing which has a potential for housing to open up and expose the non-sterile battery to the sterile surgical field. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
This device is not a repairable device and will not be returned to the user facility.